Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital-hsinchu. Initial reporter address: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine; further described as ¿iodine leakage from white cap and polluted other tubes or clothes¿. This was observed during use of the device for peritoneal dialysis therapy, when connected to a minicap. The transfer set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. The transfer set was leaked tested with an in lab mini cap attached and a leak was observed beneath the mini cap. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.